Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the right ventricular lead had intermittent noise. The lead was capped and replaced on (B)(6) 2020, and the patient was in stable condition throughout.

Event description:
Additional information - the noise on the right ventricular lead was oversensed.